Event description:
The patient underwent an interbody fusion surgery with placement of an elite expandable device successfully. After instrument processing, it was noticed that the implant inserter had a broken tine and the fragment could not be located. It is unknown if this fragment was retained within the patient or if it resided elsewhere. No patient consequence has been reported.